Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia overnight while using the ilet bionic pancreas, with no device component identified and no specific device malfunction characterized due to insufficient information. Symptoms included insufficiently characterized clinical effects. Outcomes included an impact that could not be characterized due to insufficient information. Investigation included communication attempts and interviews, as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component remaining insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.